Manufacturer narrative:
(B)(4).

Event description:
The customer reported that an 840 ventilator was inoperable. The malfunction did not occur during pt use. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced analog interface (ai) printed circuit board (pcb). The unit passed extended self-testing.